Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report shortness of breath, recurrent mitral regurgitation, and hospitalization. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for degenerative mitral regurgitation grade 4. Two mitraclips were implanted with no reported issues. The patient came back to physician¿s office on (B)(6) 2022 due to shortness of breath. A transesophageal echocardiogram (tee) was performed and it showed that the mr increased to a grade of 3-4. Both implanted clips appear stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported dyspnea appears to be a cascading effect of the reported recurrent mitral regurgitation. However, a cause for the recurrent mitral regurgitation cannot be determined. Mitral regurgitation and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.na.